Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6).

Manufacturer narrative:
2 new results were provided. Patient 2's initial result was 1.28 mg/dl, and the repeat result was 0.83 mg/dl. Patient 3's initial result was 1.33 mg/dl, and the repeat result was 0.95 mg/dl.

Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6). The customer changed the reagent bottles on (B)(6) 2025. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine jaffe gen.2 (compensated) result from the cobas c 111 analyzer. The initial result was 4.09 mg/dl, and the repeat result on 23-mar-2025 was 0.87 mg/dl. The questionable result was repeated because the doctor complained about the result.

Manufacturer narrative:
Calibration and qc were within specifications at the time of the event. In reviewing the customer's pre-analytical process, it was found that improper tube filling and excessive centrifugation speed pose risks of hemolysis and gel-barrier damage. The investigation determined the issue was due to pre-analytical handling issues at the customer site. The discrepancy is attributed to sample-specific issues where interferences were concentrated in the initial aspiration. The improper centrifugation speed and tube underfilling likely compromised sample integrity (hemolysis/gel damage), causing a reaction with the interference-sensitive jaffé method. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges.